Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, and a worn uso seal. 'High alarm displayed: downstream occlusion' was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. As a preventative measure the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion error. The event occurred during testing, there was no patient involvement.